Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-09-29. H6: investigation summary: a device history record review was completed for provided lot numbers 200813. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, one cannula component was located as expected and an extra cannula was stuck on the side of the hub (grey part). It has been determined that this incident resulted during the assembly process, when the cannula is inserted onto the hub through a rotary feeder. As a result of some isolated incident, the cannula became detached and then joined the affected needle due to residual adhesive. This type of defect is more likely to occur in smaller gauge needles due to their low weight. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that needle 27ga 3/4in needle penetrated the shield. The following information was provided by the initial reporter: when my colleague wanted to refill our stock of cannulas, something happened that has never happened before. It was a production error of a cannula no. 20 (27gx3/4"). The cannula was equipped with two needles and one of the needles extends out of the protective cap, injuring my colleague.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 27ga 3/4in needle penetrated the shield. The following information was provided by the initial reporter: when my colleague wanted to refill our stock of cannulas, something happened that has never happened before. It was a production error of a cannula no. 20 (27gx3/4"). The cannula was equipped with two needles and one of the needles extends out of the protective cap, injuring my colleague.